Manufacturer narrative:
Visual inspection, device history review, complaint history review, risk assessment. The driver was inspected and it was found that the tip was fractured. No relevant manufacturing issues were identified as all units met stryker specifications. The most likely root cause is wear due to the device's extended use.

Event description:
It was reported that; one tip of the screwdriver broke off while inserting screw. Used back up screwdriver.

Event description:
It was reported that; one tip of the screwdriver broke off while inserting screw. Used back up screwdriver.